Manufacturer narrative:
Stryker evaluated the customer's device and verified the device would not power in ac mode. Stryker replaced the device's power module pcba to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. A shorted transistor on eos portion of power module(ac to dc inverter) was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The device was able to power up with a fully charged test battery. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.